Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2016. This patient was diagnosed with hypotony in the implanted eye on (B)(6) 2016. On (B)(6) 2017, the patient underwent revision surgery during which intravitreal and anterior chamber healon® injections were administered in the implanted eye. On (B)(6) 2017, intraocular pressure in the patient's implanted eye was still low. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00004. All pertinent information available to (B)(4) has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient underwent revision surgery on (B)(6) 2017 to address ongoing hypotony. New information: on (B)(6) 2017, this patient was diagnosed with phthisis bulbi following post-operative hypotony. The patient is experiencing pain, and has been prescribed analgesics. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00004. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient underwent revision surgery on (B)(6) 2017 to address ongoing hypotony. On (B)(6) 2017, this patient was diagnosed with phthisis bulbi following post-operative hypotony and was prescribed analgesics due to ongoing pain. New information: on (B)(6) 2018, a decision was made to explant the device due to ongoing pain and phthisis. On (B)(6) 2018, the extraocular portion of the argus ii device was removed and the electrode array was left tacked to the retina. On (B)(6) 2018, the surgeon reported that the patient was doing fine after explant surgery and was discharged from the hospital. Patient's pain had reduced and intraocular pressure in the explanted eye was 4 mmhg. There was no defect or malfunction of the device associated with this event.